Manufacturer narrative:
This report is submitted on may 17, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2016 due to an unknown surgical problem. The patient was re-implanted with a new device during the same surgery.